Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient (60 years old male) was prone for procedure with a reinforced tube in situ, no concerns on intubating, when they were moving patient from prone to supine, the airway came out of patient, causing an airway obstruction and difficulty in ventilating despite the balloon being inflated as per policy. The patient was ventilated and reintubated with another et tube, no harm came to the patient." No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "patient (60 years old male) was prone for procedure with a reinforced tube in situ, no concerns on intubating, when they were moving patient from prone to supine, the airway came out of patient, causing an airway obstruction and difficulty in ventilating despite the balloon being inflated as per policy. The patient was ventilated and reintubated with another et tube, no harm came to the patient." No patient harm or injury. The patient status is reported as "fine".